Event description:
It was reported that the cup failed. Revised to tritanium. No reason besides loose acetabular shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a secur-fit psl shell/cluster ho was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were received. Device history review indicated all devices accepted into final stock met specifications. Complaint history review indicated there are no other events for the lot referenced. The exact cause of the event could not be determined because no device and/or medical records were provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the cup failed. Revised to tritanium. No reason besides loose acetabular shell.